Event description:
Item broke during surgery. Plastic cement cam arms broke. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces fell into or were left inside the patient.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual examination of the returned journey bcs ii locking implant impactors indicated that the arm covers have fractured off, confirming that stated complaint. There is cement present in and around the remaining arm covers. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.